Event description:
It was reported that the patient experienced syncope due to the right ventricular lead not capturing. It was noted the impedance was 9999 ohms and when the device was being removed from the pocket, the lead broke. The lead was partially explanted, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4965-25 lead, implanted: (B)(6) 1999. (B)(4).